Manufacturer narrative:
The impl tapered scr-v ha 3.7 mm 3.5mm 13mm (tsvh13) was not returned. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. No pre-existing conditions were noted on the per. Pictures or x-ray images were not provided. DHR review was completed for the subject lot number 63921264. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (63921264) for similar cause and no other complaint was identified. Therefore, based on the available information, device malfunction could not be verified and the reported event was non-verifiable. A definitive cause could not be identified. The following sections have been updated: b4: date of this report d4: unique identifier (UDI) number: (B)(4). D4: device expiration date g4: date received by manufacturer g7: checked "follow-up" h2: checked follow-up type h4: device manufacturer date h6: entered evaluation codes h10: added manufacturer narrative

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). PMA/510(k) number: k011028, k013227. Device was not returned.

Event description:
It was reported that an implant (tsvh13) was threaded and remains implanted.